Event description:
Clinical study: it was reported that 23 months after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed, 15mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a taxus express2 2.50x16mm study stent. Residual stenosis was 0%. There were no reported complications. The patient was discharged the next day on plavix and aspirin. Twenty-three months after the initial placement the patient required a tvr. The physician placed 3 drug eluting stents of unknown size in the prox rca to treat in-stent restenosis. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.